Event description:
Inbound; pbc from pt's husband reporting they change out cassette lot number 4219994, exp: 11/10/2026. The pump has alarmed no disposable clamp tubing 3 times since they changed the cassette at 5pm. No further details provided.